Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having an infection, all implants were removed. The surgeon used a screw to remove the liner from the shell.